Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the most probable root cause is most likely attributable to the underlying health conditions of the patients within the study. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 2648988-2023-00018. Title: "discrimination among multiple cutaneous and proprioceptive hand percepts evoked by nerve stimulation with utah slanted electrode arrays in human amputee.". This paper constitutes a chapter of a doctoral dissertation: this paper aims to demonstrate functional discriminability among restored hand sensations with different locations, qualities, and intensities that are evoked by microelectrode stimulation of residual afferent fibers in human amputees. This study included 3 transradial amputees that were referred to as s3, s4, and s5 and were implanted with a utah slanted electrode array (usea) (manufacturer: blackrock microsystems) in the median and ulnar residual arm nerves and delivered stimulation via different electrodes and at different frequencies to produce various locations, qualities, and intensities of sensation on the missing hand. After exposure of each nerve implant site, the epineurium was dissected away, and useas were inserted into the nerve. Usea lead wires and reference and ground wires were sutured to the epineurium, and a collagen wrap (manufacturer: axogen inc). For subject s5, the epineurium was sutured around the useas and reference and ground wires prior to placement of the collagen wrap. The site of percutaneous wire passage was redressed roughly once per week using an antibiotic wound patch biopatch (ethicon). Implants were removed after 4 weeks, 5 weeks, and 13 weeks, for s3, s4, and s5, respectively. The useas from subject s3 were removed along with the section of implanted neural tissue for histological analysis the reported complications included a 36-year-old male with infections at the usea percutaneous wire passage site (n=1) and a 43-year-old male with infections at the usea percutaneous wire passage site (n=1). This report is for: adverse event: 36-year-old male with infections at the usea percutaneous wire passage site (n=1) . Treatment: full recovery after usea extraction and antibiotic treatment. In conclusion, it must be emphasized that trochleoplasty is not indicated in all cases of trochlear dysplasia and a complete understanding of trochlear morphology is paramount. A medial patellofemoral ligament reconstruction should be included with any trochleoplasty procedure, and it is important to also consider concomitant tibial tubercle osteotomy and lateral retinacular z- lengthening as necessary.